Event description:
A report was received that during a trial implant, the patient stopped breathing. The trial was aborted. The physician does not believe it was related to the device but to the anesthesiology. The patient was given an oxygen mask and was reportedly doing well.